Event description:
The patient's dura was punctured during the trial procedure. The surgeon advised the patient to drink plenty of fluids to treat the dura puncture.

Manufacturer narrative:
The explanted products were discarded by the medical facility and will not be returned for evaluation.